Event description:
The port was placed 5/14/96 on the right side for chemotherapy. The pt reported pain during port access, but the physician said an x-ray showed the port to be patent. The pain continued and the physician decided to remove it. During removal on 11/6/96, it was found that 3" of the catheter had broken off and embolized.